Event description:
Procedure type: nephrectomy. According to the reporter: directly after placement of the trocar, the surgeon noticed that a part of the balloon was in the body and the balloon was not correctly formed. The balloon could not be used and the procedure was converted to a open procedure. The surgeon claims that they did not put too much air (not more than 25-30 cc) in the balloon. Current pt status: ok.

Manufacturer narrative:
(B)(4).